Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a cardiac resynchronization therapy pacemaker (crtp) implant procedure. During the procedure, after the physician positioned the left ventricular (lv) lead in the coronary sinus (cs) vein, it was noted that the lv lead failed to capture even at high output. Different vectors were tested but the results remained unchanged. The lv lead was not used and replaced. The patient remained stable throughout the procedure.